Event description:
During the evaluation of a returned colleague infusion pump (5.04.00 / unremediated), a faulty stop key on the channel c pump head module (phm) keypad was discovered. No patient injury or medical intervention was associated with this event.

Manufacturer narrative:
Evaluation summary: an inoperative stop key was discovered during the evaluation of a returned colleague infusion pump. This condition was determined to have been caused by a defective pump head module keypad on channel c. The channel c phm keypad was replaced to resolve the reported condition. The device was tested and returned to the customer within specification. This issue is currently being investigated under CAPA.